Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg does not communicate with external devices. Troubleshooting was unable to resolve the issue, deeming the ipg inoperable. No intervention is planned at this time.